Event description:
It was reported when using the bd pyxis medstation system was in a critical override state, which resulted in disruptions to the workflow. The customer reported that there were delay happened since the station was not accessible as the c drive was full and this malfuction occured while removing medication to the patient. The user managed to get medication from another station. The customer confirmed that this did not cause any harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the health site viewer status was not updated and showing as critical override when the pyxis is not on override. A field service engineer replaced the hard drive, then installed it virtually. Then configured the settings and synced to the server. The system functioned as intended after the field service engineer troubleshooted the device.